Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that is alarming damaged battery; this condition had the potential to interrupt delivery. This condition was found in the biomed department. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The current user interface module master software version is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4). Evaluation: the reported condition of a colleague infusion pump that was alarming damaged battery was confirmed during product evaluation as a depleted battery alarm. This condition was caused by depleted and faulty main batteries. The main batteries and battery harness were replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.